Manufacturer narrative:
Device was used for treatment, not diagnosis. Haas, n., kaab, m., schutz, m. (2004). Internal fixation of diaphyseal forearm fractures with a fixed-angle plate-screw system. Operative orthopadie und traumatologie, 3, 273-287. (B)(4) the investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This article is being filed after the subsequent review of the following article: haas, n., kaab, m., schutz, m. (2004). Internal fixation of diaphyseal forearm fractures with a fixed-angle plate-screw system. Operative orthopadie und traumatologie, 3, 273-287. From june 1994 to may 1996, a prospective multicenter study was conducted based on 277 forearm fractures in 272 patients were stabilized with 387 plate-internal fixators achieved with the point contact fixator (pc-fix). Patients were 65 women and 207 men, ranging in age from 11 to 94 years. 19 incidents of problems were noted during implant removal. One of these patients suffered a refracture, as a piece of bone had been avulsed during implant removal. Implant loosening was noted six times, two of which were accompanied by infection, and three were revised surgically. Remaining patients had implants removed after bony consolidation. There were two cases of radioulnar synostosis limiting pronation and supination noted. This is report 2 of 2 for (B)(4). This report is for an unknown point contact fixator (pc-fix).